Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after withdrawing a 6/7f mynx control vascular closure device (vcd) the balloon did not inflate and was judged ruptured. The sheath and device were removed and manual compression achieved hemostasis. The user withdrew several centimeters to re-expand the balloon and injected diluted contrast by syringe. After insertion into a non-cordis 6fr 11cm short sheath and balloon expansion, fluoroscopy showed the balloon contacting the distal portion of a stent placed during treatment, so it was deflated. The device was used after endovascular thrombectomy of right eia stenosis. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, after withdrawing a 6f/7f mynx control vascular closure device (vcd) the balloon did not inflate and was judged ruptured. The sheath and device were removed and manual compression achieved hemostasis. The user withdrew several centimeters to re-expand the balloon and injected diluted contrast by syringe. After insertion into a non-cordis 6fr 11cm short sheath and balloon expansion, fluoroscopy showed the balloon contacting the distal portion of a stent placed during treatment, so it was deflated. The device was used after endovascular thrombectomy of right external iliac artery (eia) stenosis. The device was not returned for evaluation as initially expected. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics and/or concomitant device factors (balloon was reportedly in contact with the distal portion of a stent placed during treatment) most likely contributed to the rupture of the balloon reported since calcification around the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.